Event description:
After an implantation period of approx. 52 months, inappropriate shocks and oversensing in the rv channel were observed. Apart from the shocks, no further adverse patient side effects have been reported. The device was explanted and the lead was capped.

Manufacturer narrative:
The lead complained about was not returned for analysis. This report therefore refers only to the analysis results of the returned ICD. The returned ICD first underwent a status interrogation. The device status was mos2, and 101 charge processes had been registered. The memory content of the ICD was analyzed. The check of the available iegms showed interference signals in the ventricular channel, which led to several shock deliveries, matching the clinical observation. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. In addition, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time turned out to be inconspicuous. The production documents of the ICD and the lead were reviewed. All manufacturing steps had been carried out properly. There was no indication of a material defect or manufacturing error. In summary, the clinical observation could be confirmed during the analysis of the device memory data of the ICD. In the available iegms, interference signals were detected in the ventricular channel, which led to several shock deliveries. The ICD proved to be fully functional during the analysis.